Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported stent migration could not be determined. A conclusive cause for the reported patient effect of embolism and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2025 the procedure was to treat a lesion in the proximal right iliac artery, superficial femoral and tibial arteries. The 8x39mm omni elite balloon expanding stent (bes) was successfully implanted in the proximal right iliac artery; however, the patient was experiencing hypotension, not due to the implanted stent, therefore, the procedure was aborted. On, (B)(6) 2025 the procedure was performed to treat the superficial femoral and tibial arteries when the omni elite stent was noted to have embolized to the common iliac artery. Therefore, a 9mm balloon used to reposition the stent. The target lesion was treated. There was no adverse patient sequela reported and no clinically significant delay was reported in the procedure. No additional information was provided.